Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, non-tortuous, 100% stenosed (chronically totally occluded) mid right coronary artery. After a guide wire crossed the lesion, the 1.5x15 mm trek rx was advanced for pre-dilatation; however, the balloon ruptured during the first inflation at 14 atmospheres (atm). The 2.0x15 mm trek rx was then advanced to be used for further dilatation; however, the balloon ruptured at 14 atm during the first inflation. The lesion was further dilated with a non-abbott balloon and a xience prime stent was successfully deployed. There were no adverse patient effects or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rx mini trek device referenced is being filed under separate medwatch report. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.